Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the blade became stuck in the jaws and that the device was not applied on tissue when this occurred. There was no injury to the pt. The device was returned for evaluation with the knife blade exposed.